Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for complaint: dehiscense and infection.

Event description:
Mexico. Allegedly a patient who underwent a breast surgery augmentation on (B)(6) 2026, presengts the wound on the right breast is not healed; it remains open and continues to drain yellow fluid odorless, apparent infection. Explant surgery was required (B)(6).